Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10111. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33 mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was deployed successfully. About an hour post procedure, the patient experienced a pericardial effusion. A pericardiocentesis was performed and the patient is fine.